Event description:
Patient was on the table with carto patches. No bw catheter was in the patient. The doctor inserted the sjm his catheter in the hearth. The patient went in vt. Pressure dropped. They did CPR for 40 minutes. After they stopped providing CPR the patient died. There is no correlation with death and bw products.patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> death, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required:--> unknown. If yes, describe --> the patient died. Additional information received: the patient suffered a death based on patient going into a clinical arrhythmia of ventricular tachycardia which resulted in hemodynamic instability and the need for resuscitation. The only device from bw in use was the carto patches. "What was the physician's opinion regarding death cause? They did everything correctly, but the patient was very sick."(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).